Event description:
The manufacturer received information alleging that patient said when the foam gets into her mouth she has difficulty breathing and her mouth is very dry. Particles in tubing/chamber related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.